Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left hip tha was performed on (B)(6), 2007. A revision occurred on (B)(6), 2021 due to pain and elevated metal ions. During the revision, the tissues were blackish in color and the taper adaptor was cold welded to the stem. Additionally, the cup was loose with no bony ingrowth. All implants but the stem were explanted with new ones placed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported pt underwent a revision procedure approximately 14 years post-implantation due to pain and increased metal ions. During the revision surgery, black synovial tissue was found, the taper adapter was cold welded to the stem, loose acetabular cup with no bony growth posteriorly and black discoloration to the acetabular bone were also found. All components were exchanged without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: us157862 m2a-magnum pf cup 62odx56id .lot number 171630 139264 m2a-magnum 52-60mm tpr insrt-6. Lot number 531940 x11-180318 bi-metric/x por nc lat 18x170 lot number 953140. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00677, 0001825034-2023-00676, 0001825034-2023- 00674. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.